Event description:
It is reported that during a revision surgery the surgeon accidentally wedged a chisel between the plate and tm material which caused the material to separate. Therefore, the surgeon elected to remove the baseplate as a result.

Manufacturer narrative:
This report will be amended when our investigation is complete.